Manufacturer narrative:
The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 1 month post valve implant could not be determined, but may be related to the patients co morbidities and/or progression of the pre existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification a 9600tfx 26mm sapien 3 valve underwent a valve in valve procedure after an implant duration of 4 years and 1 month due to severe symptomatic aortic stenosis. A non-edwards valve was implanted in replacement. The patient tolerated the procedure without difficulty. Per medical records review, approximately 3 years and 10 months post implant, the patient presented with elevated mean gradients of the s3 valve, from 10mmhg to 26mmhg. The patient was placed on coumadin therapy due to concerns for leaflet thrombosis due to the increased gradients. However, 3 months later a repeat echo revealed ava of 0.77cm2, increased aortic velocity of 3.9m/s, gradients of 60/31mmh, changes suggestive of halt (hypoattenuated leaflet thickening) and mild perivalvular leak. Additionally, the mitral valve leaflets were severely thickened with mildly restricted excursion, mitral annulus is calcified, moderate mitral regurgitation, mild-moderate tricuspid regurgitation, mild pulmonic insufficiency, severe pulmonary hypertension. It was decided to proceed with a tavr valve in valve procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification a 9600tfx 26mm sapien 3 valve underwent a valve in valve procedure after an implant duration of 4 years and 1 month due to severe symptomatic aortic stenosis. A non-edwards valve was implanted in replacement. The patient tolerated the procedure without difficulty.